Event description:
The customer reported to customer service that the power supply housing was falling apart around the transformer box.

Manufacturer narrative:
The customer was sent a replacement power supply by customer service. In follow up with the customer, she stated that the power supply was splitting along the seam and that it got worse and worse each day. The customer stated that there was no spark, fire, flame, and no injuries were incurred. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the power supply was splitting, which is a safety risk. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at this time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit form a 1.0 m height per ul2601 -1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.